Event description:
Customer receiving high readings and dosing extra medications based on the readings. The customer went for walk, they felt low blood glucose symptoms and tested and received a result in the 300's mg/dl. Around 11pm the customer's speech was poor and they felt drunk and couldn't think right. The customer was taken to the hosp and they rec'd a result of 40mg/dl, the customer's device read 380 mg/dl. The customer was given an IV and an injection, and juice. A lab comparison was performed and the lab result was 40 mg/dl, the device reading was 350mg/dl. The customer was released at 5am. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.